Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion set leaked after she delivered a bolus. This occurred two times during the previous month. Patient reported the leak occurred below the infusion set adhesive, and this made her believe the infusion cannula was not inserted properly. She discovered the leak when her shirt became wet, and the exact source of the leak could not be determined. The infusion set luer lock, connection, and the infusion site seemed to be connected properly. Infusion set insertion device was used to insert the headset. Alleged infusion sets were discarded and were not requested for evaluation. Patient was sent a different type of infusion set as a replacement. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.